Event description:
Boston scientific received information that this system was exhibiting atrial impedance measurements greater than 2500 ohms in unipolar and bipolar configurations. Additionally, there was no atrial capture despite maximum device outputs and noise was noted which had been oversensed. A review of the daily measurements noted impedance measurements began to increase approximately four months ago. At that time, the patient started feeling symptoms of no energy and shortness of breath. It was noted that during that time frame, the patient underwent a spinal fusion procedure. The caller stated that the procedure was not performed in close proximity to the device. The caller also noted that the measured data printed report is not showing the lead configuration for the current reading that is greater than 2500 ohms; however, the previous reading that was around 500 ohms is showing bipolar configuration. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The device was subsequently explanted for normal battery depletion and returned for testing. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Manufacturer narrative:
(B)(4). A boston scientific technical services consultant discussed the clinical observations with the caller. The caller will communicate the issues to the patient's physician. Efforts to obtain additional product issue details were unsuccessful. This product issue will be updated if additional information is received.